Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into vf following an unrelated procedure. Intermittent undersensing was observed. Chest compressions were performed until a shock was delivered. The rhythm was successfully converted. The patient was intubated. Programming changes were made. The patient was extubated and coherent following the episode.